Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's assistant from the medtronic sales management team reported via phone call that she believed she had a customer with a very bad low blood glucose episode. The customer stated that his blood glucose was 23 mg/dl, then 203 mg/dl, and then 109 mg/dl. Due to the customer listing multiple blood glucose levels, the sales representative was unsure which one was correct. The sales representative recalled that the customer had slurred speech and spoke very slowly, and she wasn't confident that the customer understood what she was saying. The sales representative was advised to transfer the customer to the 24-hour helpline for further assistance. No products were shipped or returned.